Manufacturer narrative:
(B)(4). Reference MFR report #: 2937094-2013-00251. Fiber analysis: the fiber cap was found to be drilled through. The cap was also found to exhibit detritus, char and devitrification. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. The drilled through fiber cap condition may also result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device failure was determined to be heat accumulation due to tissue contact and or technique and anatomical /procedural factors encountered during the procedure, limiting the performance of the fiber.

Event description:
It was reported that decreased tissue vaporization efficiency was observed with the first 2 fibers used during a prostate procedure. The case was completed using a third fiber. There was no injury reported. This report is for the second fiber used (fiber failure at 4,000 joules of use.)